Event description:
Healthcare professional reported right side events of ¿capsular contracture baker grade IV ¿, ¿solid nodule¿, ¿asymmetry between breasts", "pain, hardening and lack of mobility". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced the events of ¿capsular contracture baker grade iii¿, ¿solid nodule¿ and ¿asymmetry between breasts." The device remains implanted.